Event description:
Information was received indicating that during an emergent case for ruptured femoral artery, a smiths medical level 1® h-1025 fast flow fluid warmer would not deliver warm fluid and blood. The unit was changed out and the patient recovered. There were no reported adverse effects.